Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video ent scope vnl-1190stk. In the event reported, it stated the following "as the repair request by the user, the equipment dep was informed that the bending rubber near the distal end had broken/cracked". The anomaly was detected in the operating room before use. No adverse event was reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.